Manufacturer narrative:
Evaluation summary: the report of pannus, calcification, and stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated moderate to heavy calcification on all three leaflets and wireform intact. The elgiloy band was detached at the connection point near leaflet 1. The sewing ring was cut off around the valve circumference, and exposed the bands. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at both the inflow aspect and outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 near commissure 1, and leaflets 1 and 2 near commissure 2 on the outflow aspect. Leaflet 1 had a cut. Leaflet 2 had a cut section; the cut fragment was not returned. The cuts on both leaflets had even and straight edges. Calcification and host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
(B)(4). Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, calcification and pannus growth were indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Pannus growth/host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the pannus growth for this particular valve cannot be determined at this time. Although the root cause of this event cannot be conclusively determined, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd and nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted 12 years and two (2) months, was explanted due to calcification of leaflets. The explanted device was replaced with another edwards bioprosthetic valve. Patient was discharged on pod #11. To summarize, this case involved a (B)(6) female with history of chronic chf and mvr. Cardiac catheterization and echocardiogram showed no significant cad, severe mitral regurgitation/ stenosis with prosthetic dysfunction and moderate tricuspid regurgitation. Intraoperatively, the prosthetic mitral valve was confirmed to have pannus and calcification. The patient underwent redo-mvr and tricuspid valve repair. She was weaned from cpb without difficulty. Echocardiogram showed trace mitral regurgitation. She was transferred to ICU in good condition.